Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that all of the keypad buttons were intermittently unresponsive and required multiple presses in order to elicit a response and the contrast button required hard presses to elicit a response. Evaluation revealed that there was contamination present under all contact buttons. The keypad symbols were found to be worn. The display lens was found to be scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts and the display screen was found to be scratched. This report is made based on results of investigation completed on (B)(4) 2013.